Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during prep the hospital staff attached a one-way valve and vacuumed the balloon twice inside the tray, then removed it straightly, grasping closely. Promptly after removing the intra-aortic balloon (iab) from the tray, they tried to insert it into the sheath introducer which had already been inserted into the pt's left femoral artery. However, the iab immediately became stuck inside the sheath during insertion. As a result, both the iab and sheath were removed and successfully replaced using a new 40cc iab catheter. The staff noted that they followed the procedure per the instructions for use. There were not reported pt complications. Add'l info received on 03/02/2010, from the distributor stated that the same insertion site was utilized when replacing the iab as they were able to keep the spring wire guide (swg) in place. There was some bleeding reported from the insertion site, but no excessive blood loss.